Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 115 months, during a follow-up, the eri mode was not activated although the battery date showed approaching depletion. No adverse pt side effects have been reported. The device was explanted and replaced. The date of implant was not provided.